Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the physician and the field representative visually confirmed that there was no insulation on the right atrial (ra) lead near the connector pin after the device pocket was opened. The ra lead was noted to exhibit noise oversensing with the pocket opened; all the electrical parameters were optimal prior to the procedure with no noise observed. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout.